Manufacturer narrative:
A patient's s1 drg lead was fractured was reported to abbott. As a result, the patient's s1 lead was explanted and replaced to address the issue. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient's s1 drg lead was fractured. Surgical intervention was undertaken on (B)(6) 2023 wherein the patient's s1 lead was explanted, replaced, and therapy was restored.

Manufacturer narrative:
Section b3: date of event is estimated.